Event description:
A malfunction alarm was reported by the customer, identified as "malf 1," which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.